Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00278; 3005168196-2018-00280.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) to treat an unruptured aneurysm using penumbra smart coils (smart coils). During the procedure, while attempting to load three smart coils through the hub of two different non-penumbra microcatheters, the physician experienced friction. The smart coils were able to be advanced to the distal tip of the their introducer sheaths but would not advance completely out of the sheaths and into the microcatheters. Therefore, the smart coils were removed and the procedure was successfully completed using two new smart coils, additional coils and the second microcatheter. There was no report of an adverse effect to the patient.